Event description:
It was reported that the graft leaked, and the pt developed a pseudomeningocele two weeks after implantation.

Manufacturer narrative:
The device has not yet been returned to the manufacturer.